Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that during an attempt to remove this right atrial (ra) lead from the header of the orignal pulse generator, the lead's insulation pulled back exposing the inner electrode. The physician then decided to replace this lead. This lead was surgically abandoned. No adverse patient effects were reported.